Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient presented to the hospital; however, the patient was not hospitalized for the events. Three days after the event onset, the patient was treated with ceftazidime (at a dose of 2g, intraperitoneal, for 6 days followed by a maintenance treatment at a dose of 1.5g), cefazoline (at a dose of 2g, intraperitoneal for 6 days followed by a maintenance treatment t a dose of 1.5g) and fluconazole (intraperitoneal, for 6 days followed by a maintenance treatment of an unspecified dose) for peritonitis. At the time of this report, the patient has recovered (reported as "well" and "asymptomatic") from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.